Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of software error detected from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the whole pump lost all of its settings including basal, bolus deliveries and the time and date. The customer stopped using the pump and went back to mdi. The customer also stated that the pump's motor is very noisy. The customer will be sent a replacement pump.

Manufacturer narrative:
Formatted history file analysis has confirmed pump error 53 and pump error 4 due to software error. However, the insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected motor noise anomaly noted during our testing. The insulin pump was received with cracked keypad overlay at the select button and minor scratched lcd window and case.